Manufacturer narrative:
The customer provided pictures of the sample probe which showed severe contamination. The investigation determined the root cause was carry over caused by contamination due to incomplete maintenance at the customer site. Cleaning the outside of the sample probe is part of daily customer maintenance.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for lactase dehydrogenase acc. Ifcc ver.2 (ldhi2) and aspartate aminotransferase acc. To ifcc ii (astp2) on a cobas pro c503 analyzer. Based on the data provided, additional discrepant results were identified for alkaline phosphatase acc. To ifcc gen.2 (alp2) and alanine aminotransferase acc. To ifcc ii (altp2). Patient 1 initial ldhi2 result was 945 u/l. The repeat results were 320 u/l and 272 u/l. Patient 1 initial alp2 result was 269 u/l. The repeat results were 173 u/l and 171 u/l. Patient 1 initial altp2 result was 191 u/l. The repeat results were 66.2 u/l and 66.5 u/l. Patient 1 initial astp2 result was 85.7 u/l. The repeat results were 51.0 u/l and 64.4 u/l. Patient 2 initial astp2 result was 54.6 u/l. The repeat result was 33.9 u/l. The questionable results were not reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.